Event description:
On 3/16/2022, it was reported by a sales representative that 2 out of a total of 9 ar-3638 knotless fibertaks broke when surgeon was passing the suture through the tissue. Surgeon opened more ar-3638 until the repair was complete. This was discovered during a labrum repair on( B)(6) 2022. Additional information received on 3/25/2022: the repair suture of the fibertak broke while shuttling through the tissue. Surgeon cut the remaining sutures flush with the bone and left anchor implanted.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.